Event description:
It was reported that a customer experienced difficulties with the wake button on their device. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information; however, a response was not received.